Event description:
It was reported that the 9600+ system shut down (hard down) during a case. It was noted that there was a regulator and charger failure. The case was completed with another system. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Replaced the batteries. The system was tested and found to be working as intended and placed back into service.